Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was seen by and/or contacted healthcare facility, no action/intervention was performed and/or is planned. The lead remains in use.

Manufacturer narrative:
Concomitant medical products: 4968-25 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead had not captured since an unspecified/unknown time. It was also reported right atrial (ra) lead, unipolar impedance warning triggered with noted impedance drop to low measurements. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.